Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. If the information is unknown, not available or does not apply, the section/field of the form is left blank. D4: UDI: the expiration date is currently not available. Therefore, the full UDI is currently not available. D9: complainant part is expected to be returned for manufacturer review/investigation, but has yet to be received. E3: reporter is a j&j employee. H3, h6: the investigation could not be completed; no conclusion could be drawn, as no product was received. Based on the information available, it has been determined that no corrective and/or preventative action is proposed. This complaint will be accounted for and monitored via post market surveillance activities. If additional information is made available, the investigation will be updated as applicable. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that at delivery site before customer receiving the products it was discovered that matmand scr ø2 self-tap l5 tan 4u I/clip with quantity 20 were shipped as 1 per pack instead of 4 per pack. The items were returned to j&j warehouse. There was no patient involvement. This report is for one (1) matmand scr ø2 self-tap l5 tan 4u I/clip. This is report 8 of 10 for complaint (B)(4). This complaint (B)(4) is related to (B)(4) which captures additional impacted products.

Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. If the information is unknown, not available or does not apply, the section/field of the form is left blank. H11 additional narrative: h3, h6: part # 04.503.405.04c. Lot # 15851p3. Manufacturing site: werk selzach logistik. Release to warehouse date: 17.april.2024. Expiration date: n/a. Supplier: - depuy synthes products. A manufacturing record evaluation was performed for the finished article lot and no non-conformances were identified. The product was not returned to depuy synthes; however, photos were provided for review. The photo investigation revealed that the product was packed in 1-clip tray lid instead of 4-clip tray lid. Based on the photographic evidence, this will be considered as an incorrectly packaged product containing the incorrect assembled product. As the device was not returned, an as-received condition could not be assessed, and a dimensional inspection and document/specification review were not completed. The overall complaint was confirmed as the observed condition of the matmand scr ø2 self-tap l5 tan 4u I/clip would contribute to the complained device issue. Based on the information currently available, a product issue was identified during the investigation. This product issue will be addressed through depuy synthes quality system. Additional monitoring for any potential safety signals will be conducted through complaint trending and other post-market safety surveillance activities. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.